Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, patient had developed a second pe and CT scan demonstrated that the filter was angulated within the vena cava. Venogram demonstrated the filter limbs to have some deformity and a 30 to 45 degree filter tilt. The filter was removed and upon visual inspection all limbs were noted to be present and intact. Therefore, based on the medical records the investigation can be confirmed for filter tilt. It can also be confirm that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an ivc filter was deployed in a patient with a history of pe. Approximately five months post filter deployment, another pe had developed and the filter was seen angulated in the ivc. The filter was successfully retrieved and another filter was deployed with no significant angulation immediately after retrieval.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later post filter deployment, the patient was readmitted in the hospital with a recurrent embolus after the filter had been placed and the patient reported that the filter became malpositioned. The patient also had a previous plain abdominal film that reportedly showed the filter to be angulated within the vena cava. It was appeared that there was a recurrent embolus, likely through the filter. The recurrent pulmonary embolism after filter placement was approximately 3% and was most commonly due to the malpositioned or angulated filter which was ineffective for preventing pulmonary embolus. After twelve days, filter retrieval was attempted. Using ultrasound guidance, the left common femoral vein was identified, and a 6-french sheath was placed into the vein. Inferior venacavogram was performed. Then, a 5-french sheath was placed within the right internal jugular vein percutaneously. A wire was advanced down to the level of the existing filter and a berenstein catheter was used to guide the wire through the filter and down into the iliac vein. The retrieval device for the recovery bard filter and sheath were then brought into the filed. The sheath was advanced over the wire and down to the filter, and the retrieval device was used to grasp the filter, decompress it, and the filter was removed. Examination showed that the filter was intact. There did appear to be some deformity in the lower limbs of the filter and there was an oblique view, approximately a 30-to-45-degree angulation of the filter. Then the sheath was pulled from the right internal jugular vein back into the superior vena cava. Therefore, the investigation is confirmed for the alleged filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient with a history of pulmonary embolism. Approximately five months post filter deployment, another pulmonary embolism had developed and the filter was seen angulated in the inferior vena cava. The filter was successfully retrieved and another filter was deployed with no significant angulation immediately after retrieval. The current status of the patient is unknown.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, patient developed a second pe and CT scan demonstrated that the filter was angulated within the vena cava. Venogram demonstrated the filter limbs to have some deformity and a 30 to 45 degree filter tilt. The filter was removed and upon visual inspection all limbs were noted to be present and intact. Therefore, based on the medical records the investigation can be confirmed for filter tilt. It can also be confirmed that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Event description:
It was reported that an ivc filter was deployed in a patient with a history of pe. Approximately five months post filter deployment, another pe had developed and the filter was seen angulated in the ivc. The filter was successfully retrieved and another filter was deployed with no significant angulation immediately after retrieval.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the additional information is currently underway. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a patient with a history deep vein thrombosis and pulmonary embolism had a vena cava filter deployed. Approximately five months post filter deployment, the patient developed recurrent pulmonary embolism. The filter was retrieved and noted to have angulation of the filter limbs, a plan was made to place a second filter.

Event description:
It was reported that an ivc filter was deployed in a patient with a history of pe. Approximately five months post filter deployment, another pe had developed and the filter was seen angulated in the ivc. The filter was successfully retrieved and another filter was deployed with no significant angulation immediately after retrieval.